Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall about 2 months ago, the thoracic ipg site has gotten red, and the patient reported that it feels like the ipg site is burning when stimulation is on and running. Impedance check revealed to be within normal ranges. In a recent update, the patient reported that the heating occurred with stimulator off, but it was worse when turned on. Additionally, the patient also reported getting the ipg unable to connect more often since the fall. It was also reported that the ipg site is tilted since the fall. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Additionally, the physician revised the pocket and repositioned the new pocket a little lower while closing off the pocket no longer occupied by the implant. Effective therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.